Event description:
Cover panel on stimulus switch was holding stimulus switch in the active position as the patient was being attached to the device. The patient received a stimulus immediately instead of during a controlled procedure.